Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an error in global find. A technical support specialist made changes in the network and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, there was an error in global find. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.